Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user noticed a while material in the syringe. Troubleshooting with tandem's technical support indicated that there was a possibility of a piece of cartridge septum in the syringe. There was no reported impact to the user's blood glucose level.